Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was stuck in the device and plunger went override. The lens was removed and replaced with another one during the initial procedure. Patient was not impacted. Additional information has been requested.